Manufacturer narrative:
(B)(4). Reference exemption number e2017029. An investigation was performed on the basis of complaint statistics as no device was returned for evaluation. The failure root cause cannot be determined due to the device not being returned. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted.

Event description:
It was reported the plate broke due to patient non-compliance and was removed.